Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported there was a hole in the inner sterile package which allowed the cement powder to leak out. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation has been performed, consisting in a documentary review. Former investigation on similar events showed that the events were most likely caused by packaging manufacturing. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, there was a hole in the inner sterile package which allowed the cement powder to leak out.